Manufacturer narrative:
Batch reviews performed on 13 november 2017. Lot 167573: (B)(4) items manufactured and released on 10 february 2017. Expiration date: 2022-01-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size m 0, code 01.29.202, lot. 170684 (k112115) (B)(4) items manufactured and released on 24 may 2017. Expiration date: 2022-05-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to dislocation. The dislocation may have been caused by the leg being slightly short from the primary case. The surgeon revised the head and liner. The surgery was completed successfully.